Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours on the back.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During investigation, the kink did not prevent fluid from completing the fluid path as the fluid was observed leaving through the distal tip of the soft cannula. The downloaded data did not show any timeouts or drive stalls that could indicate a failure of the device to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. No other damages or defects were observed that could affect insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.